Manufacturer narrative:
Corrected information: product ID: 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Additional information received reported that the bolus didn't take place because there was a misunderstanding. On july 7th additional information received from another reporter stated the reason the catheter was not primed was because the physician told him it was not necessary.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg at 520mcg/day; lot number was not available) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient¿s other medications and medical history was unable to be obtained. During the pump replacement procedure on (B)(6) 2016, the catheter did not get primed despite the drug dripping out of the catheter. About 4 hours after the procedure, the patient had a fever, spasticity in his legs and pain. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. No diagnostics or troubleshooting was done. The reporter believed that the patient was going to be given some oral baclofen. The issue was resolved. The patient status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.